Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure, high, out of range, pacing lead impedance and low r-wave amplitude measurement was observed. Device was not used and was exchanged.

Manufacturer narrative:
The reported field event of high atrial pacing lead impedance was confirmed in the laboratory. Visual inspection identified an atrial is-1 contact spring dislodged inside the header bore. The device was tested with a new contact spring and no anomalies were found. The cause of the dislodged atrial contact spring could not be determined.